Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel which led to three non-sustained episodes. There was also noise observed on the right atrial (ra) channel. However there was no oversensing on ra channel. It was noted that although the patient is pacemaker dependent there was no asystole greater than two second. Boston scientific technical services (ts) was contacted and advised to perform further testing of the other manufacturer's rv and ra leads and pacemaker. Isometrics was performed which did not reproduce any noise, thus the physician opted to continue to monitor the patient and no further testing was done at that time. Three months later during a routine device interrogation it was noted that the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements of greater than 2000 ohms for the rv lead and this pacemaker. The lss changed the other manufacturer's rv lead polarity from bipolar to unipolar configuration. The out of range impedance measurements were unable to be replicated during the in office interrogation. A revision procedure was discussed, however at this time the physician will continue to monitor the patient. The pacemaker and other manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.